Manufacturer narrative:
Device passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Device received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly noted r. Device received with cracked case at lcd window corners. Device received with broken belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(4) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the buttons were unresponsive. The numbers were ramping on their own. Customer's blood glucose was 103 mg/dl. During troubleshooting, customer mentioned she was hospitalized for diabetic ketoacidosis due to high blood glucose of 447 mg/dl. Customer took a shower and disconnected at quick release and never reconnected the quick release. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.